Event description:
It was reported that the staple was jamming. There was no reported injury.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. The device history review for the product visistat 35r 6/box lot# 73a2200765 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.